Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. No intervention was performed. The patient was in stable condition.